Event description:
Device issue: none. Adverse event: death. Time of adverse event: approx 2 months post procedure. It was reported that on (B) (6) 2010, two rx xience v stents were successfully implanted overlapping in the proximal to distal lcx. No pre-dilatation was performed. On (B) (6) 2010, the pt was taken to ER in shock. The patient was immediately intubated and artificial ventilation and heart massage were performed; however, the pt died of heart failure. Reportedly, the cause of death may have been related to stenosis in other areas of the coronary. No add'l info was provided.

Manufacturer narrative:
(B) (4). The stent remains in the patient. A f/u will be submitted with all relevant information.